Event description:
It was reported that during a da vinci s surgical procedure while using the 5mm needle driver instrument, the instrument broke and a fragment fell into the patient. The fragment was removed and the planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, injury or adverse outcome was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received.